Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call the insulin pump alarmed button error and a failed battery test alarm. The customer¿s blood glucose was 12.9 mmol/l at the time of incident. Customer stated that the insulin pump alarmed button error and the buttons were unresponsive after possible exposure to moisture. Button error troubleshooting was performed and confirmed that time is advancing. Customer also reported to have received a failed battery test alarm after the battery has been changed and no troubleshooting was performed. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
No button error alarm noted. However, act button did not respond due to corroded keypad trace. Unable to perform run current test, self-test, off no power test, displacement test or verify failed battery test alarm due to button keypad anomaly. Insulin pump passed idle current test. Insulin pump was received with minor scratched display window, cracked battery tube threads, broken off reservoir tube lip, cracked reservoir tube and scratched case.